Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue with frequent loss of prime alerts without cause. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #2: - device evaluation: the pump has been returned and evaluated by product analysis on 07/23/2015 with the following findings: a review of the pump¿s black box showed multiple loss of prime warning (cs162) with low non-zero force. During testing, the pump was exercised for 24 hours with no loss of prime occurring. The force sensor calibration was within specifications. The loss of prime issue was shown in the pump history but was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 05/26/2015. Device evaluation:the cartridge has not been returned to animas. A retain sample from the same lot of cartridge was tested by product analysis on 05/11/2015 with the following findings: a visual inspection of the retain cartridge was performed. No damages or defects were noted. A fill test, a force test and a leak test were performed on the retain sample and it met passing criteria. The cartridge force readings were confirmed to be within specifications; no failures related to the loss of prime complaint were noted. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. A review of incoming inspection record indicated that the lot met release criteria.